Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of far-field r-wave oversensing resulting in mode switch were noted on the device. Technical support was contacted and provided reprogramming recommendations. The patient was stable.